Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open carotid catheterization placement, the needle broke. There was no patient injury.

Event description:
According to the reporter, during an open carotid catheterization placement, the needle broke. Another device was used to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the opened samples noted one needle. The needle was received broken near the tip. Upon microscopic inspection, instrument marks were observed at the break site and the tip. As no sealed samples were returned, a bend moment test could not be performed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The root cause of the observed damage was due to the product not being used as intended which caused or contributed to the reported condition. The needle should always be held in the middle where the diameter is greatest. Grasping the needle near the swaged end or the tip could cause bends or breaks, or damage the connection between the needle and suture. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.